Event description:
It was reported that during use of the bd pcr cartridge on the bd max instrument, a false positive flu a patient result with an irregular curve was obtained. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint investigation for false positive results in the bd pcr cartridges (ref. 437519) lot 4143963 was performed by review of customer¿s data and by the complaint¿s history review. Customer reported an increase of unr results and suspects false positive results for the flua target. Customer provided databases from bd max instruments ct2249 and ct1276 for investigation. Analysis revealed that there is an increase of the unr rate since the customer began using the bd pcr cartridges from lot 4143963. There is an indication of a bd pcr cartridges (ref. 437519) issue for the lot stated in the customer¿s complaint based on the analysis of the complaints received for cy5.5 channel fluorescence issue and/or unresolved results when using bd pcr cartridges. Manual pcr curve adjudication was conducted across all runs performed with the bd max bd pcr cartridges (ref. 437519) lot 4143963 along with the bd max respiratory viral panel assay (ref. 445215). Samples tested with ct2249 in run 2127; position b4 and b6, 2129; b2, and with ct1276 in run 4487; position b3 and 4605; a2 are showing an amplification curve in the cy5 channel. The flua target (cy5 channel) curve¿s appearance does not suggest a true positive result. The bd pcr cartridges (ref. 437519) lot used by the customers have been identified as potentially depicting unusual curves presenting an upward drift. The root cause for the cy5 and cy5.5 channels signal drift issue associated with the bd pcr cartridges lot was identified during corrective and preventive action investigation. A change in the adhesive supplier by bd¿s pcr cartridge label suppliers was identified as the root cause for the observed issues. Actions were taken both internally at bd and externally with our suppliers to prevent the recurrence of this product issue. Bd confirms the complaint based on the investigation that was performed. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
It was reported that during use of the bd pcr cartridge on the bd max instrument, a false positive flu a patient result with an irregular curve was obtained. There was no report of patient impact.

Manufacturer narrative:
D2: additional medical device types: njr. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.